Event description:
This is filed to report tissue injury, pericardial effusion requiring intervention, hypotension, surgery, and prolonged hospitalization. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3. The patient was noted to have a small pericardial effusion prior to the beginning of the procedure. One clip was advanced to the mitral valve and successfully implanted reducing mr to 1. The patient was noted to be stable during the procedure and no clinically significant delay in the procedure was reported. Following the procedure, the size of the pericardial effusion was noted to have increased and the physician proceeded with a pericardial puncture for removal of pericardial fluid. Following this, the patient was noted to decline and experienced low blood pressure and was subsequently transferred to surgery. A tissue perforation near the left inferior pulmonary vein was found and repaired. In the physician's opinion, the injury must have happened after deployment of the clip as a result of not slowly releasing sleeve curves with echocardiography guidance.  No additional information was provided.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. (B)(4).

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. It should be noted that the mitraclip instructions for use (IFU), instructs the user to ¿slowly release sleeve deflection by rotating the m/l knob and the a/p knob to neutral.¿ all information was investigated, and the reported improper or incorrect procedure or method/user error is associated with the user not releasing the curves slowly, resulting in the tissue perforation, which then resulted in the worsening of the pericardial effusion and hypotension. Pericardial effusion, tissue damage and hypotension are listed in the mitraclip IFU as known possible complications associated with mitraclip procedures. The unexpected medical intervention, surgical intervention and hospitalization were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.